Event description:
It was reported that an ilet pump sustained physical damage when the user¿s belt clip caught while exiting heavy machinery, causing the pump to strike the equipment and resulting in a cracked housing, a broken clip, and a damaged but usable screen. Symptoms included no injury. Outcomes included continued insulin delivery without alerts or alarms and the user¿s ability to operate the device. Investigation included remote troubleshooting and user education, including guidance to sync data, return the damaged device, charge the replacement before setup, and follow the learning phase with meal spacing and minimal-carb snacks as needed. Investigation of this case revealed external mechanical impact to the pump assembly and clip, with consequential screen damage, while core pump functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical impact resulting in mechanical damage.

Manufacturer narrative:
Initial.